Event description:
A technician reported that following an intraocular lens (iol) implant procedure, the pt experienced dysphotopsia and glare. The lens was exchanged. An unapproved viscoelastic was used during the implant procedure. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was returned with solution and what that appears to be blood dried on the lens. Haptic and optic damage were observed. The lens was torn into pieces. Results from the product history record review indicated the product met release criteria. The questionnaire indicates the use of a cartridge, a handpiece and viscoelastic. Product history records could not be reviewed for the monarch lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic not an approved viscoelastic for this lens/cartridge combination. The product investigation could not identify a root cause for the complaint of glare, impaired vision. A lens bench test could not be conducted due to the condition of the returned product. The explanted lens was damaged and this damage may be related to a failure to follow the dfu. The file indicates the use of an unapproved viscoelastic with the lens/cartridge combination. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. The questionnaire indicated that the iol did not contribute to the event. However, a root cause for the event was not provided. The lens was exchanged for an another lens of a different model of a lesser diopter. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).